Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump were not all responding. Customer stated the insulin pump was worn in her bra nd may have been exposed to moisture. Customer's blood glucose was 166 mg/dl. She was advised to discontinue use and revert to a back-up plan. Nothing further reported.